Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No scroll bars moving up or stuck buttons noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons on the insulin pump were responding intermittently. Blood glucose value was 414 mg/dl; treated with the insulin pump. The customer stated that she keeps the insulin pump in her pocket and sometimes it will fall out but has not hit the floor. The device has not been exposed to moisture either. The customer stated the act button was not unresponsive during an easy bolus attempt. The customer changed the battery and stated that the buttons were still sticking. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.